Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded with the proximal portions of both the right and left fallopian tubes are two separate metallic coiled structures,') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain and menorrhagia outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes are occluded. Essure position appears appropriate. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded with the proximal portions of both the right and left fallopian tubes are twoseparate metallic coiled structures,') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laproscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain and menorrhagia outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: fallopian tubes are occluded. Essure position appears appropriate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.